Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a speaker malfunction error message. It is not clear at the time of this report if there was a loss of audio. The customer reported that there was no patient involvement.